Manufacturer narrative:
During inspection/complaint investigation of the returned pump, the mechanism chassis rubber bumpers were melted causing contamination to the following components, mechanism chassis and mechanism driver board. The mechanism chassis and mechanism driver board were replaced and the mechanism was successfully recalibrated. The probable cause was the melted bumpers that caused contamination.

Event description:
The customer originally opened a complaint on (B)(6) 2024 because the device would not pass the cassette test check. On 10/28/2024, a complaint investigation was performed on the device in question and the customer¿s complaint that the device failed the pvt cassette test was confirmed. The device failed with error alarm n184. The app pwa and pressure detector sensor were then replaced and the mechanism was successfully recalibrated. After this, the pump passed self-testing including the cassette test with no error alarms. The probable cause was excessive contamination to the app pwa and pressure detector sensor. During inspection/complaint investigation of the returned pump, the mechanism chassis rubber bumpers were melted causing contamination to the following components, mechanism chassis and mechanism driver board. The mechanism chassis and mechanism driver board were replaced and the mechanism was successfully recalibrated. The probable cause was the melted bumpers that caused contamination.